Event description:
It was reported that a device was unable to be interrogated. Technical services (ts) was consulted and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.